Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence; therefore, a surgical procedure was performed to remove and replace all the components. The cuff was implanted more proximal than the previous one. There were no device issues and no further patient complications reported.